Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous right coronary artery (rca). After pre-dilation with an unspecified balloon, the physician attempted to advance the 2.75x28mm taxus liberte stent but was unable to cross the target lesion. Upon removal of the device from the pt, it was noted that the stent was flared. The procedure was successfully completed with another taxus liberte. No pt complications occurred and the pt's condition was listed as "good".